Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl. The customer consumed carbohydrates to address the low bg and declined further supplies or system checks. It was noted that the cause of the low bg was unknown, but no additional assistance was required.